Event description:
During a pulmonary procedure for diagnosis, the jaws of the radial jaw 3 gastro biopsy forceps broke in the bronchus. As of the filing of this report, co has not received any response to requests for add'l info from the user facility. When add'l info is received, a follow-up report will be issued. The device was not returned for eval. Therefore, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product. This gastro biopsy forceps was used in a pulmonary procedure.